Event description:
It was reported that prior to an unknown procedure, the nurse found there was a small gap between the tyvek film and the paper of the sterile package. The surgeon did not use the reload on patient. Changed new one to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the ecr60b device was returned without its original package as the hospital discarded the packaging. No conclusion could be reached as the package was not available. The complaint event could not be confirmed.